Manufacturer narrative:
Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is only able to feel stimulation while leaning back and even then the stimulation is ineffective. The sjm representative me with the patient and diagnostics indicated invalid impedance readings on all lead contacts. X-rays were taken and revealed the lead appears to be coming out of the anchor. Surgical intervention may be taken at a later date.